Event description:
Customer's spouse reported their device results were high. At 5 am, device = 578 mg/dl. Customer took normal amount of insulin. 1.5 hours later, device = hi. Customer took fast acting insulin. 2 hours later, device = 411 mg/dl. 1 hour later, device = 484 mg/dl. Customer passed out. Paramedics were called and transported them to the hospital. Hospital device results = unknown. Hospital treated with "sugar water" and gel. No controls used. A request was made for return product and replacement product was sent.